Event description:
The following has been reported: staff reported to biomed pump problem alarm. Biomed duplicated error after an hour of infusing. No patient harm. A review of the logs has allowed fresenius kabi engineering to review and identify the following issue: pneumatic valve actuation failure (valve 6) reporting due to referenced issue. No adverse effects were reported. The device was received back for investigation. The crimping of the connector terminal to the end of the wire from valve 6 was not sufficient and led to the negative recharge failures. Fresenius kabi has performed a retrospective review of complaints associated with this failure mode and has decided to submit an MDR submission as a conservative measure.